Event description:
The caller reported that the pilot balloon on her husband's tracheostomy tube leaked. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.